Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had a flaw in the flow.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. It is known that the device met specifications and that the device was not influenced by the reported failure. It is unknown if the device was in use on a patient. The reported event is unconfirmed, the DHR review is not required. The reported event is unconfirmed, the labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had a flaw in the flow. Per follow up information received on 08sep2022, a troubleshooting was verbally resolved and the device was fine. It was verified with the client that the low flow was due to the fact that only one pad was connected to the equipment that was being used in neonatal. Performed tests without shunt equipment with flow of 1.7 which was suitable.